Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va1fjda, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 3389s-40, lot# va1gjn4, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 3389s-40, serial/lot #: (B)(4), ubd: 25-oct-2019, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 22-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that the patient underwent deep brain stimulation (dbs) surgery in (B)(6) 2017, stopped all medication after surgery for 4-6 months, but restarted medication because the patient believed the dbs was not working. The tremors resolved in both hands after surgery, but returned before programming and would gradually return within days after reprogramming. It was reported the patient also experienced aphasia/speech issues, gait/balance issues, and difficulty swallowing. Programming at the (B)(6) resolved balance problems. Despite multiple attempts at programming, they continued to have bilateral, upper extremity symptoms with the upper right tremor being more bothersome than the upper left. They denied any pain. The hcp recorded a failure of the previously implanted left thalamic dbs lead as the imaging suggested suboptimal position of the leads. The leads were replaced, and it was noted during surgery, there was promising tremor suppression observed. On (B)(6) 2019, it was noted the patient was almost back to their baseline. No further complications were reported or anticipated with this event.